Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The rep reported the patient was seen in the doctor's office the day of the report, they reported the battery was bothering them, particularly while sitting. The physician checked the battery and it was sitting very low and the patient sat on it some. Weight loss was listed as a possible contributing factor. The impedances were checked and were clear. A pocket revision had been planned, but had not occurred, the issue was not resolved at the time of the report. No further complications were reported or anticipated.